Manufacturer narrative:
Visual inspection of the returned articular surface identified that the dovetail feature was compressed down on one side. Measured dimensions were confirming to print specifications. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. The noted dovetail damage indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique.

Event description:
It is reported that the articular surface would not seat on the tibial plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.